Event description:
In 9/96 rptr's wheelchair was sent to MFR to have the front fork which supports the front wheels repaired. The repair was to take two weeks. Almost two months later, and only after threatening legal action, the wheelchair was returned to rptr. On 11/14 the front fork and wheels fell off and if not for the location the wheelchair would have tipped completely over. Rptr is a c-4 quadriplegic paralyzed from the shoulders down and his wheelchair is his source of independence. Per rptr MFR has offered to put the seating system from his model onto a new model chair, but this is not satisfactory. Rptr has lost twenty hrs of work, sustained decubitus ulcers, had daily activities radically curtailed and had his life placed in life endangering situations. Rptr believes all of this is due purely to the gross negligence of MFR. Rptr wants an investigation into the frame design so that same or worse, does not happen to others. He was told by repair people from two separate wheelchair repair cos, that they have encountered defects in the front fork connections in other wheelchairs of the same model.